Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual evaluation showed that the titanium anchor was returned on the insertion tool. By deploying the inner deployment rod, it was visually verified that the distal plug was still in place on the rod but has bio debris on it. The proximal body anchor is still on the outer insertion tool. It is fractured on the two most distal threads. There is bio debris visible between the anchor and the insertion tool. A functional evaluation showed the orange deployment knob advanced the proximal body on the insertion rod. The black deployment knob advanced the distal plug/rod. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force upon insertion, or off-axial insertion. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy the implant was positioned and impacted until it reached the first thread of the anchor, the black knob was turned and then the white knob was turned in order to insert the screw in peek and the healicoil knotless peek 5.0's screw split in half. The anchor was removed as specified in the surgical technique. The procedure was completed with a non-significant surgical delay using a back-up device (the footprint pk 5.5 anchor). No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). B5: event description updated.

Event description:
It was reported that during an arthroscopy the implant was positioned and impacted until it reached the first thread of the anchor, the black knob was turned and then the white knob was turned in order to insert the screw in peek and the healicoil knotless peek 5.0's screw split in half. The anchor was removed with the handle of the implant as specified in the surgical technique. The procedure was completed with a non-significant surgical delay using a back-up device (the footprint pk 5.5 anchor). No further complications were reported. Patient current status is in good health status.